Manufacturer narrative:
Reference numbers are: 6000089-2007-01675 and 6000089-2007-01676.

Event description:
It was reported that during a percutaneous coronary intervention (pci), ventricular tachycardia (vt) occurred. The physician direct stented two drug eluting stents to treat the 90% stenosed lesion located in the calcified, moderately tortuous, mid left anterior descending (lad) artery. Pre-intravascular ultrasound (ivus) was performed. Then a stent was placed in the distal side of the mid lad and a second stent was placed in the mid lad. The stents were placed overlapping each other. Ivus was then introduced to the distal side of the first stent, but upon withdrawal the catheter caught on the stent. The physician was able to push the catheter, but was not able to pull it. The patient then experienced vt. Cardiac massage was performed and a dc defibrillator was used. Due to the vibration, the ivus catheter accidentally removed from the stent. A dissection occurred with a guiding catheter in the left main trunk (lmt) and the proximal lad. Two additional drug eluting stents were placed to treat the dissection. The procedure was completed. The patient's condition post procedure was stable.